Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a primary infusion in the pch inpatient unit the epidural tubing leaked for an unknown period of time and the patient received inadequate pain medication.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection under magnification did not show any gaps at the engagement of the microbore tubing and the male luer, and the tubing remained securely attached following a ¿tug¿ test. However, during flush tests, liquid movement was observed between the outer wall of the tubing and the inner wall of the male luer¿s tubing attachment area, indicating a channel in the solvent related to insufficient application of solvent during the manufacturing process. Functional and pressure testing confirmed leaking from the connection between the microbore tubing and the distal male luer¿s tubing attachment area. Dimensional analysis was performed and the set was within specification. The cause of the leak was insufficient/lack of solvent having been applied at the engagement of the microbore tubing and distal male luer due to equipment and/or operator error.